Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stopped providing vibration alerts. The customer was assisted with beep/vibrate anomaly troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to check the insulin pump's utilities settings and it was found that it was set to vibrate. The customer was then assisted in performed a self-test and the insulin pump did not vibrate during the vibrate test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit failed to vibrate during self test due to vibrator motor connector broken black wire. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.